Event description:
The manufacturer received information regarding a dreamstation 2 device. There is an allegation from a user that the device has a burning odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.